Event description:
Allegedly the patient was revised due to metal on metal complications. The cup came out along with our head. Another one of our head and sleeve was implanted with another companies cup.